Event description:
It was reported that the device was explanted after an implant duration of approximately 24.9 months. On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to endocarditis (source: streptococcus mitis; probably from dental).

Manufacturer narrative:
Customer's meter (B) (4) was returned back for investigation. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in the meter memory.

Event description:
Customer reported receiving erratic readings on their freestyle freedom lite blood glucose monitor. Customer reported receiving readings of 34 mg/dl, 207mg/dl, and 225 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into a "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.